Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported a pre-operative dye study was done prior to being referred for pump replacement due to approaching elective replacement indicator (eri). It was noted during the dye study, the dye study failed as fluid was not able to be aspirated. There was no known factors that may have led or contributed to the issue. It was noted that surgical intervention did not occur, but was planned but not yet scheduled. It was noted that the issue was not resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history were asked and will not be made available. The event date was (B)(6)2020. No further complications were reported.